Event description:
Pt was having dye study performed for verification of catheter placement, and approx 2 cc's of hipaque were used as the contrast media instead of omnipaque. The pt began having seizures in the operating room, within a few hours the mistake was realized, and the physician performed a 30 cc "washout" of the pt's csf. The pt continued to have seizures, and was placed in a drug induced coma to calm her down. The pt was hospitalized for about 7 days, and has recovered completely from this event with no known long term residual effects.